Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: l4-5 posterior lumbar interbody fusion with spacers, rhbmp-2 with autograft, bone graft, and coated screws and instrumentation. Preoperative diagnosis: failed a course of conservative therapy for an l4-5 disc herniation with radicular pain and weakness. Surgical intervention was recommended due to spondylosis and degenerative disc disease, a lumbar fusion was recommended. His postoperative course was uncomplicated. Was discharged from hospital in stable condition on (B)(6) 2009. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.